Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8f device. The anterior and posterior left needles did not present. The physician attempted to retrieve the needles by enlarging the dermatotomy and clasping them with the hemostat. During the attempt hemostasis was lost and the pt was taken to surgery for device removal and arterial repair. The pt has recovered and is fine.